Event description:
It was reported that the ventilator did not switch on. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been related to dc/dc & standard connectors printed circuit board (pcb) malfunction. In case of malfunction of this pcb - for example short circuit, may lead to stop of ventilation. Power supply selection is managed by that part and divided between mains power and external +12 v dc supply. The issue has been resolved by replacing malfunctioning part and the device was delivered to the user in working condition. The root cause to the reported issue has not been determined. This customer product complaint will be archived in anticipation of a possible future trend assessment. No further actions have been deemed necessary. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/20/2009, corrected manufacture date: 05/25/2009.